Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report was filed on (B)(6) 2011.

Event description:
Pt underwent primary hip procedure on (B)(6) 2008. Revision surgery was performed on (B)(6) 2011, due to pain and clunking when weight bearing. It was reported there were no signs of metal debris with normal, healthy tissue found. No further complications have been reported.